Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. During troubleshooting it was discovered that the damage is cosmetic only not effecting charging. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer continued to use the pump for insulin therapy.